Manufacturer narrative:
Additional information received on (B)(6) 2016 and includes: no components were loose. The whole knee had instability. The patient needed a bigger poly to fill more space. On (B)(6) 2016 the patient match department performed a review of the case and commented as follows: our analysis of the case process found no errors. Batch reviews performed on 05 december 2016. Lot 156065: (B)(4) items manufactured and released on 28 january 2016. Expiration date: 2021-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. (B)(4) -sphere tibial tray fixed cemented size t3-i4 right, code 02.12.t3i4r, lot. 148423 (k121416) (B)(4) items manufactured and released on 18 february 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. (B)(4) -sphere tibial insert fixed flex size 4/17 mm right, code lot. 144286 (k121416) (B)(4) items manufactured and released on 26 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The surgeon determined the knee was loose. The surgeon revised all medacta implants. After the revision surgery, the surgeon stated no components were loose. The whole knee had instability. The patient needed a bigger poly to fill more space. The surgery was completed successfully.